Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined however, leakage occurred at biopsy channel. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at biopsy channel. The event can be detected and prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that at the beginning of a diagnostic esophagogastroduodenoscopy procedure, the scope would not insufflate and would not rinse the lens of the scope. The procedure was completed with a similar device without delay. There was no extended anesthesia time needed. No other medical intervention was required. No error messages were observed as a result of the failure, and the device was inspected before use with no issues found.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign material exiting from the air/water nozzle and scope would not insufflate and would not rinse the lens of the scope, while using the flex video scope during a diagnostic procedure. There was no patient harm associated with the event.